Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A patient implanted for gastrointestinal/pelvic floor reported that his lead broke and they went in and replaced the leads and implantable neurostimulator (ins) in (B)(6) 2015. No symptoms were reported. No potential event cause or troubleshooting were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.